Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they provided patient their contact information if they had any concerns. There had been no contact or communication with the patient since the time of the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator for non-malignant pain. It was reported that the patient has been needing to recharge daily. The physician programmer showed the patient was getting good coupling and was charging to 100%. A recharge interval was calculated with the settings the patient had on the date of the report, which were 6.7v, 450pw, 40rate, 3+ 3-, 307 ohms, 24/7 use. This indicated the patient would need to charge every 3.96 days to 4.75 days. The settings were then adjusted to the following: 5.5v, 450pw, 40r ate, 2+ 2-, 512 ohms, 24/7 use, which indicated the patient would need to charge every 7.84-9.33 days. The patient was going to try the new settings to see if they impacted how often they need to recharge. No symptoms were reported.